Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2013, with nausea, vomiting and back pain ¿showing symptoms¿. A pump/catheter occlusion was suspected. The pump was alarming and the data session report showed a low reservoir alarm was activated (B)(6) 2013; however, the pump was updated (B)(6) 2013 with 20ml reservoir volume and a low reservoir date of (B)(6) 2013. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).